Manufacturer narrative:
H10: per good faith effort (gfe) response, it was confirmed the reason of the power management (pm) board replacement was due to the device not booting up. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the pm board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device power management (pm) board was faulty. It was reported there was no patient involvement at the time the issue was discovered.